Manufacturer narrative:
This report is submitted on january 3, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the surgeon, the device was explanted on (B)(6) 2018 and it is unknown if the patient was reimplanted with a new device. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is filed on march 04, 2019.